Event description:
User changered out the entire subcutaneous insusion set user noticed insulin inside of the pump. User also stated that when user pressed the plunger insulin exited at the luer connection of the silhouette infusion set. User has been having high blood glucose levels, so user took a manual injection.